Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed intermittent oversensing noise on the implantable cardioverter defibrillator (ICD) through non-sustained right ventricular oversensing (nsrvo) episodes and noise was also noted on the right ventricular (rv) lead. Programming changes were discussed, no changes or interventions were reported. There were no patient consequences.